Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
On 2011-05-13 it was initially reported that the patient was "overmedicated" while in a hospital around "(B)(6)" of this year. It was stated that the healthcare provider in the hospital gave patient other drugs unrelated to the pump. Additional information received from a consumer patient's family/friend. The patient's pump had fentanyl and an unknown medication infusing. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was replaced due to longevity. It was reported that the patient was overdosed when the patient had been married to their spouse, who had attempted to overdose the patient. The caller did not know exactly how the overdose was done or occurred (orally or intrathecally). It was reported that the patient had been living in (B)(6) at the time and reported they felt something in their (B)(6). The caller reported that it was a "hot mess" and they had to call the ambulance. It was noted that the patient's wife at the time, is the one who did it to the patient.